Event description:
Boston scientific received information that the patient had suffered a fall that was not related to device or lead function. Following which, pacing impedances had increased to greater than 3000 ohms and there was evidence of noise resulting in inappropriate episodes of atrial tachy response (atr). There were no adverse patient effects related to the device or lead. A request for additional information has been sent.

Event description:
Additional information was received that atrial discriminators were programmed off, and the physician will continue to monitor the situation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated should additional information become available.